Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack at the luer of an extension set without any additional information. Although requested, additional information has not been provided; there was no patient harm.

Event description:
The customer reported a crack and leaking at the luer of an extension set mated to a syringe during an unspecified infusion. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked and leaking extension set luer was confirmed.microscopic examination confirmed the presence of a crack spanning the length of the luer and luer tip and continuing through the edge of the luer rim.functional testing confirmed a spraying leak at the connection site between the syringe and the female luer. The root cause of the crack was not identified.